Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead had gradually risen since implant up to 126 ohms, which was high out of range. Technical services (ts) discussed troubleshooting including in-clinic testing and reprogramming. No adverse patient effects were reported. Currently, this lead remains in service.